Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 35 (mg/dl) during the night. Low bg level was noted by a review of pump history the following day; therefore, the low bg level was not treated when it occurred. Recommendation was made to discuss diabetes management with health care provider.